Event description:
A call was received through technical services reporting pt had recent syncopal episode. Loss of capture noted on holter monitor. When seen same day in hospital, syncopal episode documented with intrinsic rate in 30's; undersensing also reported. Both ipg and lead replaced. No futher pt complications reported as a result of this event.